Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Upon visual inspection of the device, it was noted to have a cuff cut parallel to the shaft. The length of the cut was approximately the entire length of the cuff between the cuff bands and appeared to be near or along the parting line. The appearance of the cut resembles how a cuff appears when overinflated, or pierced by a sharp object. The customer's reported complaint was confirmed. The cuff was removed from the shaft in order to complete a dimensional inspection of the cuff. All measurements were within the manufacturing specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical tracheostomy had popped in the patient's throat. A tracheostomy change out was required.